Event description:
The pt reported that after replacing the batteries on the mts when the stimulation was turned on,the amplitude increased by itself and the pt turned the device off. When the pt tried to turn the mts back on, an error code 1202 (stuck plus key) was displayed on the screen. An sjm rep spoke with the pt and the error message has been cleared. The pt's mts is functioning properly.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.